Event description:
It was reported that the right ventricular lead exhibited myopotential sensing. The lead was left in the patient and another lead implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.